Manufacturer narrative:
Medical device lot #: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd ultra-fine¿ insulin syringe there is an issue with the scale markings. The customer reported that ¿the scale print is thicker than usual. Consumer would like confirmation whether all returned samples fall within specifications and tell us the evidence dchu or the investigation site have.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: severity: s1; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned (4) loose 3/10cc, 12.7mm syringes. Customer states that the scale print is thicker than usual. All returned syringes were examined visually and under the microscope and no smudged or smeared scale markings were observed. Also, all scale markings were observed to be clearly printed and are not overlapping each other. No defects were observed on any of the returned syringes. Unable to perform DHR check due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.